Manufacturer narrative:
Failure analysis revealed that the insulin pump passed the self test, error alarm test and displacement test. Unable to verify that other error alarms noted. The unit was received with cracked case at the display window corners, minor scratched lcd window, broken reservoir tube lip and battery tube threads.

Event description:
It was reported the customer received an excessive no delivery alarm while changing the battery on their insulin pump. Customer's blood glucose was 162 mg/dl. The customer's alarm history also showed a signal too low alarm. The customer also reported experiencing an unexpected restart. The customer was advised to perform the rewind process. The customer also reported they were unable to program an easy bolus. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional info provided.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).